Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pvc procedure, a pericardial effusion occurred. While the catheter was being advanced into the rvot, it was noticed that the catheter was going too far left towards the sinus. An echocardiogram was performed, and no pericardial effusion has been noted and the procedure was continued. However, while mapping the pcv, the patient became hypotensive, and a second echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient is in stable condition. There were no performance issues with any abbott devices. There were no performance issues with any abbott devices.